Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high but stable capture threshold was noted. Lead to be monitored.